Event description:
It was reported that the pump had not been refilled and had not been active for several years. On interrogation, it noted a low reservoir alarm and a pump memory error. It was later reported that the patient was experiencing pain. The cause of the pump memory error was unknown; there was no electromagnetic interference or MRI associated with the pump memory error. There was no troubleshooting, intervention, or other actions taken to resolve the event. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).